Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b17: the device likely remained implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. Two vbx devices were implanted in overlapped fashion in the renal artery, and reportedly both occluded. Two manufacturer reports will be submitted. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported via aaa 24-01 study: on (B)(6) 2025, the patient underwent a pararenal aneurysm endovascular procedure using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted as branch devices in the visceral arteries. It was reported the patient's left renal artery was plugged during this procedure. A preplanned procedure was also performed. A self-expanding stent graft (unknown manufacturer) was implanted in the patient's left subclavian artery. During patient's follow-up on (B)(6) 2026, cta performed showed the right renal artery was patent with no stenosis present. On (B)(6) 2026, the patient presented with an occluded right renal artery. As reported, intervention attempts were made the same day. On (B)(6) 2026, the patient expired due to cardiac arrest from multisystem organ failure. The physician stated the vbx devices did not contribute to the patient's death.